Event description:
Hepatic artery thrombosis. A report has been received from an investigator concerning a pt who had been enrolled in an investigator initiated study assessing efficacy of celsior for hepatic graft preservation (is-106-p004). The pt had a medical history of cirrhosis due to hbv, hcv, and delta virus hepatitis. Their concomitant medication included cortancyl, fk 506, lamivudine and omeprazole. The pt underwent liver transplantation in 2004 (d0). They experienced an hepatic artery thrombosis the following month (d24) with acute rejection. The regular doppler failed to show any arterial signal. The diagnosis was confirmed by CT-scan. At the time of this report pt's outcome was unknown. The investigator assessed the event as possibly related to celsior although dubious and also possibly related to acute rejection.